Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe pain with pressure") and uterine haemorrhage ("excessive abnormal uterine bleeding") in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating/I'm bloated, fat"), alopecia ("excessive hair loss/hair thin"), menstrual disorder ("really bad smell as you're finishing your period after essure"), abdominal pain ("severe abdominal pain"), menometrorrhagia ("menometrorrhagia") and weight increased ("weight gain"). The patient was treated with levonorgestrel (mirena) and surgery (laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, dyspareunia and abdominal distension had not resolved, the uterine haemorrhage, abdominal pain, menometrorrhagia and weight increased outcome was unknown and the alopecia and menstrual disorder had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, menometrorrhagia, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, uterine haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed / tubal occlusion ultrasound scan vagina - in 2015: essure coils in place tested for infection and came back negative. ¿concerning the injuries reported in this case, the following ones were reported via social media: alopecia; abdominal distension and menstrual disorder.¿ further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter, age, events severe abdominal pain, menometrorrhagia, weight gain and excessive abnormal uterine bleeding added. Mirena added as treatment drug. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating/I'am bloated, fat"), alopecia ("excessive hair loss/hair thin") and menstrual disorder ("really bad smell as you're finishing your period after essure"). The patient was treated with surgery (on or around (B)(6) 2017, underwent a hysterectomy to remove her coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, dyspareunia and abdominal distension had not resolved and the alopecia and menstrual disorder had resolved. The reporter considered abdominal distension, alopecia, dyspareunia, menorrhagia, menstrual disorder, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed tested for infection and came back negative. ¿concerning the injuries reported in this case, the following ones were reported via social media: alopecia; abdominal distension and menstrual disorder.¿ most recent follow-up information incorporated above includes: on 31-jan-2018: lab data was added. Events: hair thin; I'm bloated, fat was clubbed and really bad smell as you're finishing your period after essure were added. Since hysterectomy last month all those symptoms are gone. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating") and alopecia ("excessive hair loss"). The patient was treated with surgery (on or around (B)(6) 2017, underwent a hysterectomy to remove her coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, dyspareunia, abdominal distension and alopecia had not resolved. The reporter considered abdominal distension, alopecia, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.